Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced difference between sensor and blood glucose values. The customer reported hypoglycemia and changed the sensor. The event involved product(s) mmt-7040c1. Troubleshooting was performed. Customer does not believe the pump is over delivering. The customer reported blood glucose value at the time of event was 50 mg/dl. The customer reported sensor glucose value at the time of event was 100 mg/dl. Customer is reporting a discrepancy between sensor and blood glucose values which was not within range. Explained sensor may have no longer been responding to glucose changes. Customer has been using the insulin pump system within 48 hours of reported low blood glucose event. Customer does not used auto mode/smartguard feature at the time of reported low blood glucose event. No harm requiring medical intervention was reported. No product return is required for mmt-7040c1. Frn-unk-rsvr, unomed inf set.

Event description:
Updated summary: no further patient complications were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.